Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Device interrogation found that the patient's implantable cardioverter defibrillator (ICD) inappropriately went into backup operation due to a power on reset issue with high voltage therapy disabled. No intervention was performed. Patient had no consequences.